Event description:
Patient was brought to the operating room where their abdomen was prepped and draped, and they administered preoperative antibiotics. A 3cm incision was made to the umbilicus and the fascial incision was 2.5 cm long. The single site port was inserted and then we docked the cameras and ports carefully under direct visualization. Care was taken to inspect the area underneath the port insertion as well as the area in the right upper quadrant to make sure no evidence of injury from the instrument placement had occurred. Once we were comfortable with the placement of instruments and safety of the patient, the doctor then retracted the gallbladder laterally and cephalad. A number of adhesions were taken down using sharp dissection. The surgeon dissected into the triangle of calot and obtained excellent critical view. The anatomy appeared normal. Next, the cystic duct was clipped twice proximally and once distally before dividing it. Cystic artery was small and a clip was placed proximally and it was cauterized distally. The gallbladder was dissected from the fossa. There was spillage of bile and a few gallstones. This was eventually suctioned until the right upper quadrant was clear and the effluent showed no sign of bile. In the process of taking the gallbladder the doctor did have a difficult time extracting one of the ports and the entire system had to be undocked and removed before we reinserted the ports. It was noted that the surgeon felt that the #1 port was drifting a bit and pulling as we removed the entire system we could see that the sleeve around the instrument had caught on the end of the trocar. There was no evidence of injury to the patient, however, after a very thorough examination. The peritoneum was healthy. The omentum was placed and the port was kept in sight throughout the procedure and it never moved about and contacted any surfaces. We simply had trouble withdrawing the port but it did not push forwards or pull backwards, move laterally or up and down. We re-insufflated and inspected one last time to make sure everything was safe inside and irrigated until the effluent was clear and made sure there were no signs of bleeding. The fascia was then closed with interrupted 0 pds figure-of-eight sutures and the skin was subsequently closed. Sterile dressings were applied. Patient tolerated procedure well and to recovery in satisfactory condition.======================manufacturer response for crocodile grasper, davincis1 (per site reporter).======================intuitive surgical representative is aware of device and has presented a return merchandise authorization (RMA) for ease in returning instrument to intuitive.